Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave an out of range signal for around 2 hours. Dexcom has issued an rga for patient to return the device to be investigated.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A review of the receiver log confirmed a timing error in the transmitter circuitry. Therefore, the complaint of intermittent out of range was confirmed. The root cause was determined to be a firmware issue. CAPA has been initiated for this issue.

Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report an out of range signal on (B)(6) 2013. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support